Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had critical pump error. The customer blood glucose value was 134 mg/dl at the time of the incident. The customer was assisted with troubleshooting. The customer stated that she removed the battery but the pump is stuck and pump won't stop to produce beeping sound. The customer also stated that insulin pump received unspecified pump error. The insulin pump will be returned for analysis.